Event description:
The customer stated that an aphoresis donor was tested on (B)(6) 2011, using the prism (B)(6) assay and the result was (B)(6). The sample retested (B)(6). The sample was confirmed (B)(6) using the prism (B)(6) confirmatory assay, but (B)(6) for (B)(6) virus with nat. The donor was deferred. No adverse impact to patient management was reported.

Manufacturer narrative:
No returns were available from the customer for investigation. As the lot number used by the customer was unknown, distribution records for prism (B)(6) and (B)(6) confirmatory were reviewed and identified that the customer had received reagent lot number 08235li00 and 06553li00. Therefore, an evaluation for these reagent lots was conducted as it is possible that the customer used one of these reagent lots for the complaint issue observed. A retained reagent kit of prism hbsag and hbsag confirmatory, list number 3a47-48 and 6d16-48, lot number 08235li00 and 08235li00, were calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate the specificity 8 replicates (4 reps per subchannel) of abbott prism negative run control were tested for prism (B)(6). All values met specifications stated in the package insert and no (B)(6) result was obtained. Furthermore, to evaluate the specificity for prism (B)(6) confirmatory, 8 replicates (all reps tested on subchannel a) of abbott prism (B)(6) control were tested with both reagents and all values met specifications stated in the package insert. No (B)(6) result was obtained for the abbott prism (B)(6) control. All generated data demonstrate that the performance of prism (B)(6) reagent, list number 3a47-48, lot number 08235li00 and prism (B)(6) confirmatory, list number 6d16-48, lot number 06553li00, are not compromised. Review of population testing of 100 frozen plasma samples that evaluate specificity for final lot release, revealed no indications that the specificity of prism (B)(6) might be adversely affected. Metrics field data for prism (B)(6), list number 3a47-48, lot number 08235li00 are available from a total of 3 sites from europe and one site in (B)(6). Over all sites, a total of 25078 specimens have been tested over a period of 6 months ((B)(4) 2011 through (B)(4) 2012). The specificity observed met the package insert specification. Complaint records for the affected lot numbers were reviewed and did not identify any problems relating to the customer's observation. A review of product labeling concluded that the issue is sufficiently addressed. Based on the investigation, it was determined that prism (B)(6) and (B)(6) confirmatory assay kit, list number 3a47-48 and 6d16-48, lot number 08235li00 and 06553li00 identified in the distribution record, are performing acceptably. No deficiency was identified.